Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed without issues. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.